Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat paroxysmal atrial fibrillation (pa fib). It was reported that air ingress occurred when a catheter was inserted into the sheath and continuous air was drawn during aspiration. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.